Manufacturer narrative:
Section g3 of the initial report was submitted with an incorrect date of (B)(6) 2021. The correct date is (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient did have the locking version of the mobile power unit (mpu) ac cord but it was later stated that this was unknown. The patient did not report any issues related to the power cord disconnecting from wall/outlet or the back of the unit. The patient did not report any loss of power to the house.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit was confirmed via the log file review. The log files spanned approximately 8 days ( (B)(6) 2021 per the timestamp). A no external power alarm activated on (B)(6) 2021 at 03:22 due to the rsoc and bus voltages dropping to 0v while the device was connected to the mobile power unit. The controller's backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(6) , was not returned for analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 03mar2021. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2021-02069, related manufacturer report number 2916596-2021-02200. It was reported that the patient had a modular cable/driveline disconnect by accident, and the patient's mother assisted in the reconnection. The patient then presented to the clinic and was stable. The clinic was advised to clear the driveline fault, which resolved the issue. Log file analysis captured several driveline disconnect events on (B)(6) 2021 at 03:21, 03:25 and 07:09. Also noted were a couple of instances of no external power on (B)(6) 2021 at 04:06, and on (B)(6) 2021 at 18:23. In both instances it appeared that both power leads were disconnected from the controller at the same time. A pump stop was noted on (B)(6) 2021 08:44, which was associated with a comm b fault found in the log. Driveline power faults were noted on (B)(6) 2021 08:49. The log file analysis also captured no external power alarms on (B)(6) 2021 at around 02:46 and on (B)(6) 2021 at around 03:22 while on the mobile power unit. The controller was momentarily disconnected from an external power source causing the controller to momentarily operate on emergency backup battery/power save mode. There was no interruption in pump support during this event, which was caused by power to the mobile power unit being briefly interrupted. The event log also captured low power advisories on (B)(6) 2021 at around 23:35 while tethered on batteries due to depleted batteries in-use/normal battery depletion. Backup battery faults, power cable disconnects and no external power alarms were noted on (B)(6) 2021 at 02:54 while tethered on batteries due to depleted batteries in-use/normal battery depletion. The backup battery faults resolved. Low flows, driveline disconnect, and pump off events were noted on (B)(6) 2021 at around 08:20.